Event description:
It was reported that the patient experienced an infection with a artificial urinary sphincter (aus). The aus cuff, balloon and pump were explanted and a new 6.0cm aus cuff, balloon, and pump were implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an infection and atrophy with a artificial urinary sphincter (aus). The aus cuff, balloon and pump were explanted and a new 6.0cm aus cuff, balloon, and pump were implanted. Should additional relevant details become available, a supplemental report will be submitted.